Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose (bg) levels ranging from 500¿600 mg/dl resulting in hospitalization. The event involved product(s) unk_reservoir, unomedical, unk_ngp. The customer has type 1 diabetes and was not using sensors at the time of the event. The insulin pump was in use leading up to the hospitalization. The customer was treated with IV insulin drip during a hospital stay longer than 24 hours, with a bg value of 600 mg/dl at admission. Symptoms included feeling sick/unwell. The customer declined troubleshooting customer was using the insulin pump system within 48hrs of reported event. Customer auto mode/smartguard feature usage was not applicable at the time of the event. No further customer complications were reported. No product replacement or return is required for unk_reservoir, unomedical, unk_ngp.